Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The part of the suture containing the knot was not returned. The reported failure to capture the artery was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to capture the artery incidents reported for this lot. Based on the information reviewed, there is no evidence of a product deficiency.

Event description:
A proglide device was received in the abbott vascular lab with no reported information. The device was returned with blood on the device. No additional information was provided. Subsequently, the account was contacted and additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the device failed to capture the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.